Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a change cartridge error occurred with multiple cartridges during the load sequence. There was no reported adverse impact to the customer related to the reported issue. Reportedly, the customer contacted the healthcare provider to obtain backup insulin therapy, and declined follow up from tandem technical support.